Manufacturer narrative:
A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors to the reported bleedings could not be determined. However, there was no allegation or indication a device malfunction contributed to these adverse events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single-center study was published in the journal article ¿optimal sizing for sapien 3 transcatheter aortic valve replacement in patients with or without left ventricular outflow tract calcification¿. The study population included 280 patients who underwent tavr for the treatment of severe aortic stenosis with the sapien 3 valve between november 2013 and january 2016 at this facility. The following event was reported among the outcomes at discharge: life threatening bleeding - 3 patients; major bleeding - 4 patients.

Manufacturer narrative:
Reference: maeno y, abramowitz y, jilaihawi h, israr s, yoon s, sharma rp, kazuno y, kawamori h, miyasaka m, rami t, mangat g. Optimal sizing for sapien 3 transcatheter aortic valve replacement in patients with or without left ventricular outflow tract calcification. Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology. 2017 apr;12(18):e2177-85. This is one of six reports being submitted for this article. Please reference manufacturer report numbers: 2015691-2017-04312; 2015691-2017-04313; 2015691-2017-04315; 2015691-2017-04316; 2015691-2017-04317; 2015691-2017-04318.